Event description:
Per adjudication results, it was further reported stent thrombosis occurred.

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-01657. Same patient as MDR ID# 2134265-2013-02022, 2134265-2013-02023. Same patient as MDR ID# 2134265-2012-02488, 2134265-2012-02487. It was reported that post a coronary stenting procedure, myocardial infarction occurred. In (B)(6) 2010 - the patient presented with chest pain, shortness of breath and abnormal stress test, diagnosed with stable angina. In (B)(6) 2010 - target lesion #1 was an 80% in-stent restenotic lesion of an unknown stent located in the distal right coronary artery (rca) and was 14 mm long with a reference vessel diameter of 2.5 mm. The physician advanced a luge wire into the posterior descending artery (pda) and a 2nd luge wire was placed in the right posterolateral branch (rpl). Following this, a 2.50 x 15 mm apex balloon was advanced but was unable to cross the previously placed unknown stent in distal rca. The luge wire in rpl was removed and replaced as it was assumed that the wire was through one of the side struts of the stent. However, this did not allow the passage of the balloon. The balloon and wire were removed. Repeat nitrate boluses were given. The balloon was placed on the wire into the pda. Again, the balloon would not cross the stent and no attempt was made to inflate the balloon. The second wire in the pda was removed and replaced. The wire took a direct path into the middle rpl. The 2.50 x 15 mm apex balloon then passed easily with no resistance through the stent and distally into the rpl. The distal rca was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. -target lesion #2 was a de-novo lesion, located in the mid rca with 70 % stenosis and was 16 mm long with a reference vessel diameter of 4.0 mm, was treated with pre-dilatation and placement of a 3.50 x 20 mm taxus liberte stent. During the deployment of study stents in mid rca, transient closure of a small right ventricular branch was noted. Following post dilatation, the residual stenosis was 0% and the transient closure of a small right ventricular branch was reopened at the completion of the procedure. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2013 - the patient was diagnosed with acute inferior wall infarction aborted by thrombolytic therapy and was hospitalized on the same day. Initially at admission, the patient revealed slight st elevation in inferior lead with slight st depression in v5 and v6. Cardiac enzymes were elevated; consistent with an myocardial infarction. The 85% hazy eccentric stenosis located in the mid rca which was treated with balloon angioplasty and placement of 3.50 x 18 mm non bsc drug eluting stent. However, a questionable hazy area and possible dissection was noted. This was treated by placement of 3.50 x 15 mm non bsc stent just distally to 3.50 x 18 mm previously placed non bsc stent, resulting in 0% residual stenosis. The event was considered to be resolved two days later without residual effects and the patient was discharged on the same day on aspirin and brillinta.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).